Event description:
It was reported that a patient initially underwent a posterior fixation procedure at unknown levels with additional procedures implanting a vertebral body replacement device at an unknown level and a plate device across unknown levels. Per the report, an unspecified number of lock screws associated with the posterior fixation subsequently loosened, requiring two additional (unspecified) surgeries. Additional information provided with the report indicates three lock screws were implanted during a subsequent and discrete procedure where no other devices were implanted, suggesting this procedure represents a revision of the reported loosened lock screws. No additional information is available. Report 3 of 3.

Manufacturer narrative:
D4: potential product identifiers: the product is one of the two following items: - item # 16386555p (UDI (B)(4)), lot # n333906 (manufactured 09 aug 2022); or - item # 16387555p (UDI (B)(4)), lot # n336402 (manufactured 01 sep 2022). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique or patient conditions. The patient's post-op activity levels and whether they experienced a fall or other accident is are unknown. A review of the device history record was performed and no relevant discrepancies were found. A definitive root cause was unable to be determined with the information provided. Label review: "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s), loss of fixation..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...post-operative warnings - during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." If any additional, relevant information becomes available, a supplemental report will be filed.